Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up in clinic. Upon testing the implantable cardioverter defibrillator¿s vibratory patient notifier, no vibrations were noted. No intervention performed. The patient will be monitored normally.